Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell three of four in peritoneal dialysis. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the care giver to end the therapy and remove the cassette. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection was performed on the device and found no issues. Leak testing, clear passage testing, clamp function testing, and simulated use testing were performed with no issues noted. The reported issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.